Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified number of exactamix 500 ml eva tpn bags were leaking from the top seam of the bag. This occurred either during or shortly after compounding. There was no patient involvement. No additional information is available.